Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for device change out due to normal eri. Externalized conductors were observed on the riata lead. No electrical anomalies were detected. The lead remains implanted and in use. The patient was stable post-procedure.